Event description:
Report received from the USA stating the device was overheating. The device was used during surgery. There was no pt or user injury reported. It is unk if delay or medical intervention was reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).